Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with stage 1 dlk (diffuse lamellar keratitis) in the left eye, on the first post-op day. The steroid drops were increased in frequency and the dlk resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).